Event description:
A talent abdominal stent graft system was inserted in a patient for the endovascular treatment of an 8.5 cm diameter abdominal aortic aneurysm. The aortic neck was angulated to the right and anteriorly about 45 degrees. The iliac arteries were moderately tortuous and had a 90 degree angulation on the right side. The right iliac was 20-23 mm in diameter. It was reported that the talent bifurcated device was advanced on the right side despite the right iliac artery angulation, since this would allow the device to be better positioned with the neck angulation. The bifurcated device was advanced to the level of the renal arteries; however, it could not be rotated to the desired position for subsequent gate cannulation and this was attributed to the tortuous iliac anatomy and the fact that the wire was not stiff enough to straighten the iliac artery. The delivery system was removed from the patient and the section distal to the loaded stent graft was found kinked with bunching/spiral ridges formation on the catheter. There was no injury to the iliac artery noted. The wire was changed to a stiffer wire and another talent device of the same size was delivered and deployed without issues. The delivery system was retained by the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: other - device was not returned - unable to evaluate, tortuous anatomy.